Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was not charging and became inoperable. The ipg would no longer communicate with external devices. The patient experienced a loss in stimulation. As a result, the ipg was replaced. Therapy has been restored.